Manufacturer narrative:
(B)(4). D10: medical product: stemmed tibial component precoat size 3: catalog#: 00598003701, lot#: 62483772; articular surface use with plate 3,4 size yellow/c-h 12 mm height: catalog#: 00595203012, lot#: 62350929; all poly petella standard cemented size 35 mm diameter 9.0 mm thickness: catalog#: 00597206535, lot#: 62423972; unknown depuy 40g cement: catalog#: ni, lot#: ni. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left knee revision approximately 12 years and 2 months post-implantation due to a periprosthetic fracture following a fall; a distal femoral replacement was implanted. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. No product was returned. Photographs of the reported femoral component were provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Initial operative notes were provided and reviewed by a health care professional. Review of the records identified that there were no intraoperative complications. X-rays were provided and reviewed by a health care professional. Review of the available records identified comminuted displaced periprosthetic left distal femoral metaphysis fracture adjacent to total knee arthroplasty. Fracture extends to the femoral component but no definite findings of implant loosening are identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.